Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. Vascular access was obtained using the femoral antegrade approach. The 95% stenosed target lesion was located in a mildly tortuous and severely calcified superficial femoral artery. The sterling 3.0 x 40/135 (4f) balloon catheter was advanced to the target lesion and the balloon was inflated to 14 atm when the balloon burst on the second inflation. The balloon was removed without resistance. The result of the inflation was insufficient so a bigger balloon catheter sized 5.0/40 of an unknown manufacturer was brought to the right position when the physician saw three markers. The physician then looked at the sterling 3.0 x 40/135 (4f) and discovered the balloon was broken and pieces of the balloon still remained in the patient. The physician inflated the 5.0/40 balloon to an unknown atm for over one minute to press the fragments of the ruptured balloon into the plaque. The vessel-surgeon was consulted and agreed that no further activities were needed. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. The patient was prescribed ass and plavix as anticoagulative therapy. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer: the sterling balloon catheter was received with no original packaging or other devices. There was a longitudinal balloon tear and a complete circumferential balloon tear (with separation of an unknown portion of the balloon) near the distal end. The missing portion of the balloon and the portion of the shaft that the distal end of the balloon is bonded were separated near the distal end where the bond joins the inner and outer shaft. A thorough inspection of the remainder of the device revealed no other damage or irregularities. The condition of the returned device was consistent with the reported balloon burst and separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. Vascular access was obtained using the femoral antegrade approach. The 95% stenosed target lesion was located in a mildly tortuous and severely calcified superficial femoral artery. The sterling 3.0 x 40/135 (4f) balloon catheter was advanced to the target lesion and the balloon was inflated to 14 atm when the balloon burst on the second inflation. The balloon was removed without resistance. The result of the inflation was insufficient so a bigger balloon catheter sized 5.0/40 of an unknown manufacturer was brought to the right position when the physician saw three markers. The physician then looked at the sterling 3.0 x 40/135 (4f) and discovered the balloon was broken and pieces of the balloon still remained in the patient. The physician inflated the 5.0/40 balloon to an unknown atm for over one minute to press the fragments of the ruptured balloon into the plaque. The vessel-surgeon was consulted and agreed that no further activities were needed. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. The patient was prescribed ass and plavix as anticoagulative therapy. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4).